Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting undersensing during stored arrhythmia episodes. The lead remains in use. It was also noted that alerts had been triggered for left ventricular (lv) lead pacing impedance and that the impedance measurements had increased between alerts. The impedance was currently undefined. The lead was programmed off at some time and was subsequently capped but not replaced. No patient complications have been reported as a result of this event.